Manufacturer narrative:
The reported events of unacceptable threshold and under-sensing were not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Visual and x-ray examinations of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. Final analysis found no indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the right atrial (ra) lead exhibited a high capture threshold, intermittent undersensing and the helix of the ra lead failed to retract. The ra lead was explanted and replaced. The patient was in stable condition.